Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an emergency hand surgery due to hand trauma, the doctor needed to suture the patient's wound. When half of the process was passed, the tail of the suture needle was broken and was taken out in time by the doctor, and then replaced by a new suture needle with the same brand and the same model and lot to continue to suture. The incident delayed the patient's timely suture.